Event description:
A false positive immulite 2000 troponin result was generated on one patient sample. The laboratory reran the sample two additional times with varying results. The sample was then run on an alternate instrument with lower results. There was no known report of treatment given or withheld based on the discordant troponin result.

Manufacturer narrative:
A siemens global product support specialist analyzed the immulite 2000 xpi instrument data. Analysis of the instrument data indicates that the cause for the discordant troponin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.